Event description:
Unable to clear down stream occlusion alarm which continued intermittently through out flight changed IV site use after confirming patency with good blood return. Changed channel. Changed IV pumps. Flight (6 minutes) did not change IV pump tubing due to low volume of tissue plasminogen activator (tpa) (49.3 ml) being administered & concern for lost drug dose. Advised ed staff as soon as arrived for need to restart tpa on their pump. 5 ml tpa salvaged from body guard tubing & transferred to ed tpa administration.